Event description:
The balloon for the kit is smaller than the sheath provided. When the tract is dilated with the balloon, the sheath is not able to easily slide over the balloon to create the operative channel.what was the original intended procedure?left percutaneous nephrolithotomy.device #1is this a laboratory device or laboratory test?no.